Event description:
It was reported that sixty-one days post chronic catheter placement, the catheter was allegedly broken. It was further reported that the cuff of the catheter allegedly detached and the catheter was allegedly expelled out of the vein. It was also reported that the catheter was tested with serumphy but the patient allegedly experienced pain because it was injected subcutaneously. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen,12f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen,12f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 12f hickman d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The tissue cuff was received detached from the catheter body and adhesive stains were also noted in the area. Fiber disturbance was noted throughout the tissue cuff. A complete circumferential break was noted on the distal end of the catheter and the distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven and the surface was noted to be glossy with striations and residue throughout. Upon infusion, thrombus was observed exiting with water at the distal end. No leaks were observed throughout the catheter. Therefore, the investigation is confirmed for the reported loss or failure to bond issues. However the investigation is inconclusive for the reported fracture, material separation, leak and expulsion issues as the distal catheter segment was not returned and the exact circumstances at the time of the reported event cannot be verified from the returned sample. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2028), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen,12f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen,12f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 12f hickman d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The tissue cuff was received detached from the catheter body and adhesive stains were also noted in the area. Fiber disturbance was noted throughout the tissue cuff. A complete circumferential break was noted on the distal end of the catheter and the distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven and the surface was noted to be glossy with striations and residue throughout. Upon infusion, thrombus was observed exiting with water at the distal end. No leaks were observed throughout the catheter. Therefore, the investigation is confirmed for the reported loss or failure to bond issues. However the investigation is inconclusive for the reported fracture, material separation, leak and expulsion issues as the distal catheter segment was not returned and the exact circumstances at the time of the reported event cannot be verified from the returned sample. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sixty-one days post a chronic catheter placement, the device was allegedly broken. It was further reported that the cuff of the catheter allegedly detached, and the catheter was allegedly expelled out of the vein. It was also reported that the catheter was tested with serumphy but the patient allegedly experienced pain because it was injected subcutaneously. Reportedly, the catheter was removed. The current status of the patient was unknown.

Event description:
It was reported that sixty-one days post chronic catheter placement, the catheter allegedly broke. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen,12f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen,12f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sixty-one days post chronic catheter placement, the device was allegedly broken. It was further reported that the cuff of the catheter allegedly detached, and the catheter was allegedly expelled out of the vein. It was also reported that the catheter was tested with serumphy but the patient allegedly experienced pain because it was injected subcutaneously. Reportedly, the catheter was removed. Current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen,12f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen,12f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 12f hickman d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The tissue cuff was received detached from the catheter body and adhesive stains were also noted in the area. Fiber disturbance was noted throughout the tissue cuff. A complete circumferential break was noted on the distal end of the catheter and the distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven and the surface was noted to be glossy with striations and residue throughout. Upon infusion, thrombus was observed exiting with water at the distal end. No leaks were observed throughout the catheter. Therefore, the investigation is confirmed for the reported loss or failure to bond issues. However the investigation is inconclusive for the reported fracture, material separation, leak and expulsion issues as the distal catheter segment was not returned and the exact circumstances at the time of the reported event cannot be verified from the returned sample. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sixty-one days post chronic catheter placement, the catheter was allegedly broken. It was further reported that the cuff of the catheter allegedly detached and the catheter was allegedly expelled out of the vein. It was also reported that the catheter was tested with serumphy but the patient allegedly experienced pain because it was injected subcutaneously. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen,12f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen,12f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: b5, d4 (expiration date: 06/2028). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.